Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, non-sustained lead noise due to post paced t-wave oversensing was observed. Reprogramming changes were made. The patient condition is normal.

Event description:
New information received states that during a subsequent follow-up, post-paced t-wave oversensing continues to observe on the ventricular channel. Reprogramming changes were made. The patient condition is fine.